Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Upon microscopic examination, no damage or abnormalities were noted, and no leaks were identified; however, the component did not pass activation testing during functional evaluation. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle and proximal end of their bodies was noted, but no leaks were identified. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of pump not working properly.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly; therefore, a revision surgery was performed to remove and replace cylinders and pump. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly; therefore, a revision surgery was performed to remove and replace cylinders and pump. No patient complications were reported.